Manufacturer narrative:
The argon plasma coagulator (apc)/electrosurgical unit (esu) system (including the fiapc probe and return electrode cable) was thoroughly evaluated. The findings are as follows: apc and esu the units were inspected/tested. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. Additionally, no anomalies were found in the device history records (dhrs) for the apc and esu. Fiapc probe and return electrode cable the accessories were found to be functioning as intended. In conclusion, no erbe equipment or accessory problems were found that would have caused or attributed to the event. Most likely there were many factors involved in the reported incident. The patient experiencing tingling during the procedure was in all probability due to neuromuscular stimulation (nms) and unrelated to the delayed perforation (note: this phenomena is well known in electrosurgery and is covered in erbe user manuals). Nonetheless, it appears that patient's medical condition was a significant factor in the involved resulting perforation (i.e., a small vascular malformation in a very thin walled area which may have been bleeding, inflamed and/or already compromised). Nevertheless upon the intervention work, the remaining wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) system [part number (p/n) 10140-100, serial (B)(4)) was involved in a patient incident. The equipment was used in colonoscopy to treat angiodysplasia. The apc/esu system settings were not provided/reported. The system was used with a filter integrated argon plasma coagulation (fiapc) probe [p/n 20132-221, lot number (l/n) 104948), a monopolar cable (p/n 20192-119), return electrode cable (p/n 20194-077, l/n 08/15), and a 3m return electrode (p/n 9460f, l/n 2020-02 cf). During the procedure, the patient experienced some tingling/perception of the current. Approximately 12 hours after the colonoscopy, the patient complained of pain. A pinhead sized perforation with thumbnail-sized tissue staining was detected at the junction of the ascending colon and cecum. Surgery was performed to address the issue. No further information was provided on the patient's condition. Note: the erbe devices were distributed to a hospital in (B)(6).